Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the subject device became distorted when the doctor moved the cable near the control unit when used in combination with the video system center. Additionally, image abnormalities occurred when the fold-stop was moved. The event took place during the pre-use inspection. The unspecified procedure was completed using the same device in 2d due to no image was displayed in 3d. There were no delay and no reports of patient harm.